Manufacturer narrative:
Correction: the awareness date has been updated. The following information has been corrected: g.4. Date received by manufacturer: 2021-04-13.

Event description:
It was reported that the ll vlv adpt(stand alone) was blocked/occluded. This complaint was created to capture the 3rd of 3 related incidents. The following information was provided by the initial reporter: "we are also having the same issue with the valve alone part number: 2000e. I received a box of some defective units."

Event description:
It was reported that the ll vlv adpt(stand alone) was blocked/occluded. This complaint was created to capture the 3rd of 3 related incidents. The following information was provided by the initial reporter: "we are also having the same issue with the valve alone part number 2000e. I received a box of some defective units."

Manufacturer narrative:
H6: investigation summary: no product or photo was returned by the customer. It was reported that in addition to the issues with 20059e, there are also issues with the individual smartsite connectors not allowing flow. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review for model 2000e lot number 20125046 was performed. The search showed that a total of 48,003 units in 1 lot number was built on 04dec2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. A trend for this occlusion issue has been identified for this product line. A CAPA (corrective action preventative action) 1998036 has been initiated, and a team has been assembled in order to investigate the issue. H3 other text : see h10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the ll vlv adpt(stand alone) was blocked/occluded. This complaint was created to capture the 3rd of 3 related incidents. The following information was provided by the initial reporter: we are also having the same issue with the valve alone part number 2000e. I received a box of some defective units.